Event description:
A customer reported that their AED's asi is flashing red, and will not speak or power on. They reported that this did not occur during patient use.

Manufacturer narrative:
Although requested, the log files from the device have not been provided and the cause of the complaint is not known. Should additional information become available, a follow-up MDR shall be submitted.

Manufacturer narrative:
Analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. Log files did not report any issue with audio. AED is functioning as designed. As a follow up with the customer, the proper maintenance of this device was reviewed.